Event description:
It was reported patient underwent hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to stem fracture. The stem was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight."